Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer and found the vacuum chamber vc26 was not draining due to clogged top port, which was cleared. (B)(4).

Event description:
While servicing a coulter lh 750 hematology analyzer at a customer's facility, a beckman coulter field service engineer (fse) observed a clogged vacuum chamber vc26 on the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.